Event description:
It has been reported to philips that the device was spontaneously restarting. The system was in clinical use. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was spontaneously restarting. The customer tried to restart the system but the issue persisted. The fse performed complete reinstallation of the software to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.